Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary customer reported that the 4e station was not accessible. The screen was black, and the device produced a beeping or clicking sound. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was stuck in black screen and beeping and clicking sound was produced. A field service engineer (fse) found the station completely powered off, and each attempt to turn it on resulted in no power, accompanied only by a faint clicking sound. Tracing the sound led to drawers 1.1 and 1.2. After ensuring the station was fully powered down, the back panel was opened, and each sub drawer was tested with a multimeter. Drawer 1.1 measured 0.4 ohms and drawer 1.2 measured 4.0 ohms, indicating that the controller for drawer 1.1 needed replacement. The controller was replaced, the assembly was reinstalled, and visibility was confirmed in the application. Diagnostics were run for further testing, and afterward the customer tested the drawer and confirmed full functionality. The system functioned as intended after the field service engineer repaired the device.